Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury (pni). The ablations were stopped; however, the diaphragm movement was "not so good". The procedure was completed with cryo. The recovery of pnp could not be confirmed at the discharge from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.